Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the device stopped during the operation. The surgeon had to remove the uterus through the vagina/abdomen to complete the procedure.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009device evaluation: two devices were returned for evaluation. It is unknown which is the actual device involved in the event. The evaluation of both devices found that the pillow passed the pressure decay test and worked when activated. Damage to the outer gasket (silicone) seal was observed. When the returned trigger alone was attached to the motor drive unit and activated, the devices operated as intended. When the returned main housing was attached to that trigger and activated, the devices continued to operate as intended. At no time during the evaluation did the devices stop operating as intended.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00857. The same patient is represented in each medwatch.